Manufacturer narrative:
(B)(4). Date sent: 8/9/2024. D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open sleeve to bypass procedure, a blue reload was first fired on the stomach to make the pouch. The scrub nurse then changed the reload as per IFU for another blue reload. The surgeon then requested a white reload, so the blue reload was removed and a white reload was inserted into the gun. This reload was fired. The scrub nurse then tried to put the staple retaining cap back onto the blue reload that had not been fired. Then the surgeon asked or a blue reload again. The blue reload that had already been inserted into the gun (but not fired) was then reinserted into the gun. This was positioned in the patient to do the gastrojejunostomy and when they went to fire the device, it would not fire. This was then removed and on inspection the reload had been damaged ¿ possibly by the scrub nurse while trying to put the staple retaining cap back onto the reload. A new reload was opened and this was used to create the gastrojejunostomy without any problems. The device was fired one more time across the small bowel with no problems. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 9/19/2024. D4: batch # 811c48. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was received partially fired 1/16. Upon evaluation of the reload, the sled was noted to be misplaced on the reload and with 2 double drivers damaged and out of position. No functional test was performed due the condition of the reload. No conclusion could be reached as to how the reload become damaged. Device history review: a manufacturing record evaluation was performed for the finished device batch number 811c48, and no non-conformances were identified.